Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 11/30/1999. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date is currently unavailable. Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the device failed for vibration assessment- device was too noisy during the temperature test. During service/repair, it was determined that the device was corroded at the mid and back assemblies and the housing was scratched. It was determined that the issues were consistent with improper maintenance. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance interval. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the attachment device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the device failed for vibration assessment- device was too noisy during the temperature test. It was reported that there was no patient involvement. It was reported that there were no delays in a surgical procedure. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.